Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7095451.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances on the spinal cord stimulation (scs) lead. Imaging was taken and revealed that the lead was fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70 sn: (B)(6). The explanted lead was returned and visual inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik anchor has resulted in the reported complaint. The complaint has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances on the spinal cord stimulation (scs) lead. Imaging was taken and revealed that the lead was fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.